Event description:
The complaint is reported as: the customer alleges that when the crna was attaching the green rusch mac 4 blade to the disposable led handle the clear plastic and green plastic part of the blade broke off and the metal hinge bent. The crna then took another green rusch mac 4 blade and successfully attached it to the same disposable handle.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.